Event description:
Theatre nurse reports via our customer service that the template of the primary product was missing.

Manufacturer narrative:
Device not being returned. Internal investigation is in process but not yet complete.